Event description:
Revision due to pain, loosening of the sleeve/stem, alval and metallosis. Update:(B)(4) 2015 x-ray review discovered that the cup was malpositioned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of the provided medical records by depuy cpd finds the complainant reported pain, loosening of the sleeve/stem, alval and metalosis. This was partially confirmed. Pain, loosening and possible alval was reported. Metalosis was not reported in the histology. From a cpd engineering perspective it is not possible to determine what specific implant related factors if any, lead to the need for revision. X-rays were received and reviewed. Malpositioned devices can increase the contact zone between the femoral head and the rim of the liner causing edge loading, which adversely affects loading of the bearing and increases wear rates. Correct component placement is critical for the longevity of the hip reconstruction and even more critical when alternative bearings are used in the reconstruction. A search of the complaints databases found other reports against the product/lot code combinations. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.